Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for post implant follow-up. Device interrogation revealed the right atrial lead exhibited loss of capture. The patient presented in hospital for lead revision on (B)(6) 2015, the atrial lead exhibited loss of capture and loss of sensing; lead dislodgement was observed on the scan image. Lead repositioning was unsuccessful. The lead was explanted and replaced. The patient's condition was stable post procedure.